Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot numbers 0357698 and 0019722. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn non-pvc safety device was difficult to remove. This occurred on 4 occasions. The following information was provided by the initial reporter: when removing the needle core, the safety device was difficult to remove, and the patient complained, which affected the nursing work. Therefore, the remaining indwelling needles of this batch number were required to be replaced clinically.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0357698. Medical device expiration date: 2024-01-18 device manufacture date: 2020-12-22. Medical device lot #: 0019722. Medical device expiration date: 2023-02-28. Device manufacture date: 2020-01-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn non-pvc safety device was difficult to remove. This occurred on 4 occasions. The following information was provided by the initial reporter: when removing the needle core, the safety device was difficult to remove, and the patient complained, which affected the nursing work. Therefore, the remaining indwelling needles of this batch number were required to be replaced clinically.